Event description:
Customer was unable to insert drills into the guide due to closed sleeve design and patient's limited opening. Customer stated the tube of the guide was above the plane of occlusion for the patient. He stated the patient was numb and was able to seat the guide, but that he could only insert the tissue punch and initial drill. He couldn't get the remaining drills for the drill sequence into the guide. The patient was numb but not sedated. He stopped surgery and will reschedule the patient once he receives a new design and guide for this surgery.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The design files and production records of the surgery guide have been investigated and no conspicuities were found. Product return is requested and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.